Manufacturer narrative:
(B)(4).

Event description:
It was reported that an out of range impedance measurement was observed during device interrogation. Additionally, the patient received inappropriate anti tachycardia pacing therapy due to lead noise. Externalized conductors were also noted via fluoroscopy imaging. The lead was capped on (B)(6) 2017. The patient condition was stable.

Event description:
The rv lead was explanted and not capped.